Manufacturer narrative:
As reported, the ventralex mesh was noted to be "poorly welded". Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during a procedure, it was noted that the ventralex mesh was "poorly welded". Another mesh was used to complete the procedure. There was no reported patient injury.